Manufacturer narrative:
H11-additional information received from the customer revealed that the reported issue occurred during preventive maintenance. Please disregard and void vyaire reference number:(B)(4) under medwatch report name:mwr-20012022-0000011930.

Manufacturer narrative:
(B)(4). A vyaire field service representative(fsr) evaluated the device onsite and was able to verify that the values are much lower than the 20% +/- for vte (end-tidal volume). The exhalation pressure transducer was calibrated,passed and accepted by the unit but it did not resolve the low vte issue. The exhalation flow transducer was also calibrated but cannot get a reading on the citrex h5 to apply 3cmh20. When applying pressure, the citrex values for cmh20 to not move, stays at zero. Upon further inspection, the connector assembly for the flow sensor was missing their o-rings, despite the unit passing the leak test. The unit was replaced,ovp (operational verification procedure) was performed and verified that all values are within specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the volumes are very low on the vela ventilator. It was set @500 but reading in the 200's. At this time, there is no information regarding patient involvement associated with the reported event.